Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and undetermined capture on the right ventricular (rv) lead. Follow-up with the clinic indicated that subsequent device checks showed normal function, and the rv thresholds were within normal range. The lead remains in use. No patient complications have been reported as a result of this event.